Manufacturer narrative:
Additional: subsequent follow up information received from the surgery center revealed that the patient had explanted the dfr00v lens from his right eye in a secondary procedure and replaced with dib00 lens. The reason for explant was glare, dysphotopsia, and blurry vision. Patient's pre-operative visual acuity was 20/25. Visual acuity post implantation with the original dfr00v lens was 20/25-2. Visual acuity post explant 1 day post op was 20/150. Surgeon name was provided as original surgeon was dr. Richard mauer who is no longer with this practice, the explant/exchange surgeon was dr. Timothy quin. Section a3: gender: male. Section a4: patient weight: 209, units not provided. Section a5: ethnicity: not hispanic/latino section a5: race: white. Section b3: date of event: dec 21, 2021, section d6b: if explanted, give date: (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: correction: health effect - clinical code: the code has been updated to 2140 - hm-glare surgical intervention required section h6: correction: health effect - clinical code: the code has been updated to 2140 - hm-visual disturbance- dysphotopsia- requiring surgical intervention section h6: correction: health effect - clinical code: the code has been updated to 2137 - hm-blurry vision all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dfr00v intraocular lens was explanted from the patient's operative eye.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. If explanted, give date: unknown, information not provided, but it was indicated that it was performed in (B)(6) 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.